Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibration in their device multiple times. The patient presented in clinic and it was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. The device was restored successfully. The patient was stable.